Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for evaluation? Yes. D10: returned to manufacturer on: 2022-03-07 h6: investigation summary customer returned a total of 63 used and 18 unused 4mm, 32 gauge nano pro pen needles from lot 1145129. 30 of the returned samples were inspected to ensure that using them was as least harmful as intended. The outer diameters of these needles were measured, all of the needles were measured within acceptable outer diameters for 32 gauge needles (0.0090 in to 0.0095 in). The integrity of each needle point was inspected and no defects were found. No debris was found at the tip of any of the needles. Lastly, flour was applied to the needles¿ cannulas to ensure that lubricant was present. Sufficient lubricant was found on all samples. No damage to the needles of any kind was observed. The needles were within specifications and did not feature any dullness or burrs. The 30 samples were attached to a test pen filled with saline. Saline was pushed through the system and out the distal tip of the remaining pen needles. The pen needles were found to function as intended. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the samples received, bd was unable to confirm the customer¿s indicated failure of needle clogs. Root cause cannot be determined at this time as the issue is unconfirmed.

Event description:
It was reported that 1 bd nano¿ 2nd gen pen needle was unable to deliver insulin or medication. The following information was provided by the initial reporter : the parent of a 6 year old patient stated that when taking injections using 2nd gen pen needles there is no insulin flow. Samples : available.

Manufacturer narrative:
Date of birth: patient¿s birthday was not provided, (B)(6) 2016 was used based on age of patient. Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 bd nano¿ 2nd gen pen needle was unable to deliver insulin or medication. The following information was provided by the initial reporter :the parent of a 6 year old patient stated that when taking injections using 2nd gen pen needles there is no insulin flow. Date of event : unknown. Samples : available.